Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction. Therefore, this report is being submitted to retract the MDR on the event.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the preparation for a gastroscopy using the subject device, when the user turned on the device, err e202 appeared on the monitor and an endoscopic image was not displayed on the monitor. The user found that there was rust on the electrical contacts of the output socket of the subject device. The user replaced the subject device to another unspecified device to complete the procedure. There was no report of the patient injury other than replacing the device.